Manufacturer narrative:
(B)(4). The sample was not returned; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink catheter extension set had no flow. This occurred during patient use, when the nurse tried to flush the line with saline prior in order to starting the IV. After the set was removed from the patient, the set was unable to be flushed. There was patient involvement, however no adverse event was associated with the report. Additional information was requested and is not available.